Event description:
This is a report of a home patient (hp) who's transfer set became disconnected from their titanium adaptor. The hp was hospitalized for peritonitis. The cause of peritonitis was the connection issue and subsequent touch contamination when the hp placed their hands over the opening while the fluid was coming out. Treatment was not reported. The hp is reported to be recovering. This is report 2 of 2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent. Same patient as (B)(4).